Event description:
It was reported that the customer had a no delivery alarm during a bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. It explained to the customer the no delivery alarm and possible causes. The customer reports that they are unable to troubleshoot because of past events. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer resumed insulin pump and continued with set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.